Manufacturer narrative:
According to the customer contact, an individual with a latex allergy developed an "allergic reaction" after a few minutes of handling the device. The reaction was described as "hands itch as well as her eyes and her throat tightening." Due to this, the customer went to the emergency department for treatment. A sample was requested to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Allergic reaction requiring treatment.